Event description:
Pt had sinus surgery in 1998 using the instatrak 2000 system with an adult headset. On 12/14/1999, it was reported to visualization technology that since this sugery, the pt complains of chronic pain in the super orbital area. At that time, there was no direct correlation between the pain and the subject device. On 07/07/2000, visualization technology received a letter from a health care professional stating that he believes the pt had sustained injury to both supratrochlear nerves, most likely due to compression by MFR's headset.